Manufacturer narrative:
(B)(4). The customer provided two photos of an unraveled guide wire and an x-ray for evaluation. Examination of the photos confirmed the guide wire was severely unraveled and showed significant signs of use. The x-ray showed a small portion of foreign material around the patient's wrist. The customer returned one quickflash radial artery catheterization device and lidstock for evaluation. The introducer catheter was returned separate from the guide wire and needle assembly. The device contained significant signs of use in the form of biological material. Microscopic examination of the returned wire revealed the distal weld was separated and not returned. The fracture point of the core wire was tapered and had an overall curl. No defects or anomalies were detected on the needle or introducer catheter. The outer diameter of the returned core wire measured to be 0.166 mm which is within specifications of 0.165-0.241 mm per product drawing. The returned guide wire was able to be retracted and advanced through the needle with a significant amount of resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer stated "advanced wire- attempt to advance catheter, unable to advance. Withdrawn wire, reattempted to insert wire , wire advanced, unable to insert catheter. Withdrawn wire and wire frayed" which directly contradicts the IFU. The customer report of a separated guide wire was confirmed by complaint investigation. The distal weld of the wire was separated and not returned. The customer stated that the guide wire was retracted back against the needle bevel when resistance was met, which contradicts the proper use technique described in the IFU for this device; therefore , the root cause for this issue is user error. An in service has been requested to inform the customer of proper use of the device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: anaesthetic registra attempted radial artery cannulation with arrow quickfash. Inserted cannula into artery and received flashback of blood. Advanced wire and attempted to advance catheter, unable to advance. Withdrawn wire, reattempted to insert wire, wire advanced, unable to insert catheter. Withdrawn wire and wire "frayed". Removed device from patient. Patient sent for xr and shown to have fragment of wire in tissue. Wire remains insitu. No further treatment noted for patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: anaesthetic registra attempted radial artery cannulation with arrow quickfash. Inserted cannula into artery and received flashback of blood. Advanced wire and attempted to advance catheter, unable to advance. Withdrawn wire, reattempted to insert wire, wire advanced, unable to insert catheter. Withdrawn wire and wire "frayed". Removed device from patient. Patient sent for xr and shown to have fragment of wire in tissue. Wire remains insitu. No further treatment noted for patient.